Event description:
Medical records confirm the patient underwent a cardiovascular stress test one week prior to the index procedure. Results revealed fixed perfusion defect with scar of the posterior lateral wall, small reversible perfusion defect suggestive of anteroseptal ischemia, and dilated left ventricle with severe reduction in systolic function. Six months later, the patient was hospitalized for chf. During hospitalization, troponin I was negative x3 and bnp was 1,570.0 the patient had multiple paracentesis done with 3 liters of fluid removed with one of the paracentesis. The fluid was analyzed and was negative for cytology with no evidence of peritonitis. Final pathology was negative for malignant cells. Diuresis was performed and the patient's weight steadily improved. Her symptoms gradually resolved and the patient was stable for discharge. The study coordinator reported there was no report of ischemic symptoms, no chest pain, and negative troponin x3 on admission for chf.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15107361 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
Additional information received confirmed the patient was diagnosed with congestive heart failure one week prior to the index procedure. The code congestive heart failure will be removed from and this complaint will be unreported as it will no longer be deemed MDR reportable.

Event description:
As reported by the (B)(4) study, the patient was hospitalized for congestive heart failure (chf) six months after the index procedure. One year after the index procedure, the patient underwent implantation of an automatic internal cardiac defibrillator (aicd). The target lesion was located in the first diagonal. The non-target lesion was located in the proximal circumflex (cx). The lesion was described as de novo, type b1, 99% stenosed, non-thrombosed, 12mm in length, with no calcification. The reference vessel was 3.0mm in diameter and non-tortuous. The lesion was pre-dilated with a non-cordis balloon catheter and a 3.0 x 33mm cypher rx stent was successfully implanted at 16 atms. No post-dilation was done and residual stenosis was 0%. Pre and post-procedure timi flow was 3. The non-target lesion in the proximal circumflex was de novo and 12 mm in length. A non-cordis stent was implanted at 9 atms. Residual stenosis was 0% and post-procedure timi flow was 3. No dissection occurred during the procedure. Six months after the index procedure, the patient was hospitalized for chf. The patient was medically managed and the event resolved without sequelae. Treatment details were not provided. One year after the index procedure, the patient was hospitalized for implantation of aicd. According to the investigator, the events were not related to cordis product.

Event description:
The study coordinator confirmed the patient had a cypher rx stent implanted in the first diagonal on (B)(6) 2010. She confirmed a xience stent was implanted in the proximal circumflex on (B)(6) 2010. She stated the medical records were incorrect and that no stent was implanted in the left anterior descending (lad) coronary artery or the obtuse marginal (om).